Event description:
It was reported that during a carotid artery procedure, the device cut the tissue instead of clipping it. Used sutures to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 09/11/2008. Information anticipated, but unavailable at this time.